Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the healthcare provider (hcp) reported the patient exhibited hypotension status post implantation of device. She had systolic blood pressure in 70s. This had resolved with ephedrine bolus and the patient was not admitted to the hospital. It was noted the patient had no pre-existing blood pressure problems and was reported to be doing "very well."

Event description:
Information was received from a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported there was a blood pressure problem during recovery after implant. Actions taken included intravenous (IV) placed. Due to blood pressure issues, the manufacturing representative did not train the patient at the hospital on the programmer. The patient did not indicate any continuation of the issues besides what the doctor addressed after implant. No indication that there was additional hospitalization due to the event. Outcome remained unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.